Event description:
Patient admitted on 4/22 after having sudden onset of chest pain the night before. Patient also complains of dyspnea on exertion. Currently not on coumadin due to possible gastro-intestinal bleeding. D-dimer elevated to >10. Heparin started for goal of 60-90 appt. 4/24 CT scan with noted biodebris within the relief bend of the outflow cannula with noted 50% stenosis. 4/29 patient taken to surgery for removal of bend relief and immediate release of pressurized debris in bend relief.